Event description:
According to the reporter, post-operatively, the cuff ruptured. Replacement of the tube was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.